Event description:
It was reported that during a percutaneous transluminal rotational atherectomy treatment procedure, a saline leak occurred. The 2.00mm rotalink burr was selected and advanced to treat an unknown lesion. When the rotation started, a fluid leak from the burr was noticed and the burr could not rotate on full power. The burr was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal rotational atherectomy treatment procedure, a saline leak occurred. The 2.00mm rotalink burr was selected and advanced to treat an unknown lesion. When the rotation started, a fluid leak from the burr was noticed and the burr could not rotate on full power. The burr was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
The device was received for analysis. A visual examination of the complaint plus unit was carried out. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out. No issues were noted with the unit's handshake connector during the connection of the device. The rotablator unit was wire guided using a test guide wire. No issues were noted during the wire guiding of the device. The rotablator plus was wet tested. No speed was achieved. The handshake connection of the advancer unit would not rotate. The turbine was seized. The advancer unit was dismantled and a melted ultem and a corroded turbine were evident. The device did not reach optimum speed due to a melted ultem. A melted ultem is due to the interruption of saline or by insufficient flow of saline used during the preparation or during the procedure of the device. Saline is used in the clinical setting to prevent a melted ultem and ensure the functional use of the device. A melted ultem would result in a gas/air leak issue. Product analysis of the device also showed signs of corrosion in the turbine. When saline solidifies it can cause corrosion in the turbine housing of the advancer unit. Saline is used in the clinical setting to ensure the functional use of the device. Sterile water is used for the functional testing of the units in the manufacturing facility. It is probable that this corrosion occurred during the return of the device back to site for investigation. The manufacturing record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is "user related" because the device was not used in accordance with the direction for use. The dfu states: "never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer." (B)(4).

Manufacturer narrative:
(B)(4).